Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: due to the failure of the oxygen battery in the emergency department's neonatal transport ventilator during self inspection, our hospital's engineers replaced the oxygen cell for maintenance. After replacing the oxygen cell, a comprehensive self inspection was conducted and all passed (without any alarms). However, during the simulated ventilation process, it was found that there was a significant error between the oxygen concentration setting value and the detection value (21% of the setting value and 27% of the detection value) under the low oxygen concentration state, and the equipment did not alarm. No patient involvement.